Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient experienced pain and discomfort due to eroded mesh. They removed the eroded mesh from the vagina and it resolved the issue.

Manufacturer narrative:
This report was sent in error as a duplicate for MFR report number: 1219930-2018-00213, any additional information received in the future will be captured and submitted under the report number 1219930-2018-00213. If information is provided in the future, a supplemental report will be issued.